Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# unknown serial# unknown). (B)(4) are related to the same incident. Generator parameters included: power control mode at 15-35 watts (not titrated) with 35 watts only being used in the left ventricle, temperature cut-off was at 45°c, and impedance cut-off was at 250 ohms. Although the rvot is the suspected site of injury, it has not been confirmed. Ablation was performed in the rvot, ascending aorta/cusp, coronary sinus, and left ventricle prior to noting the adverse event. Overall ablation time of the rvot was 45 seconds. All ablation cycles were less than 20 seconds. Irrigated catheter flow was set at 17ml/min during ablation of the rvot. Patient received anticoagulant (heparin) during the procedure with activated clotting times maintained between 300-350 seconds. Heparin was reversed with protamine upon discovery of the tamponade. It was also reported that after most of the ablations had been completed and prior to noting the tamponade, the smarttouch catheter temperature sensor failed and there was no temperature displayed on the smartablate generator. Temperature readings were normal while ablating in the rvot, coronary sinus, and near the right coronary cusp. Temperature sensor malfunction occurred upon entering the left ventricle, when a large curve was put on the catheter in order to reach the desired location. No ablations were performed during this issue. Cable was replaced without resolution. Smarttouch # 1 was replaced with smarttouch # 2 (same catalog number), and the issue was resolved. Two ablations were performed with smarttouch # 2 in the left ventricle prior to concluding the procedure. It was believed that the sensor failed as a result of the curve the physician put on the catheter. Since the location of the tamponade cannot be conclusively determined, this event will be reported under both smarttouch catheters used and the soundstar catheter. This complaint is for the soundstar catheter.

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a soundstar® eco diagnostic ultrasound catheter and suffered a cardiac tamponade requiring pericardiocentesis. A small effusion was noted to be present prior to the procedure. During ablation phase, but not while ablating, the patient became hypotensive. A tamponade, which was larger than the pre-diagnostic effusion, was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed which yielded 300cc of fluid. The patient was reported to be in stable condition. Patient remained in the hospital overnight and was discharged the following day. The patient did not require extended hospitalization as a result of this adverse event. The patient has fully recovered. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not related to any product malfunction. It was noted that the physician did not attribute the injury to the ablation catheter, as it was in the left ventricle when the injury was noted. The blood retrieved during pericardiocentesis was venous, therefore leading the physician to believe that the injury was related to the rvot. Although both the ablation catheter (smarttouch # 1) and the imaging catheter (soundstar) had been in the area of the rvot, the physician believes that the event may have occurred while using the soundstar catheter. No transseptal puncture was performed. Sheaths used were a st. Jude medical sr0 8.5 french (on the right) and a terumo 9 french arterial sheath (on the left).